Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was noted to be missing and the pump indicated a data log corruption. Reportedly, the customer experienced an elevated blood glucose (bg) level. A manual injection was administered to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.